Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 47-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The user facility reported a broken purge reservoir and damaged sidearm while using an impella cp. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported purge leak has been completed. No product and no data logs were returned. Clinical details states that a broken purge reservoir was observed and a leak was reported. The root cause of the purge leak - pump was most likely a damaged sidearm but the location of damage was not determined as no product was returned. The instructions for use referenced in the initial report is from IFU for impella cp with smartassist for use during cardiogenic shock and high risk cpi, section: cleaning. D4-updated model number. Added- d6a/d6b. Added h6 component code 4307.